Event description:
It was reported that air bubbles were observed within the canister. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer performed a supply change to address the issue.